Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy procedure, the surgeon was removing previously implanted hardware from another manufacturer. As the surgeon was oscillating on normal speed while débriding soft tissue with the sj dissector, ar-7300ds, the tip broke off into the joint. The tip was retrieved with no issue and a second sj dissector, ar-7300ds, of the same lot number was opened and used. During use of the second sj dissector, the tip broke off. The surgeon had to extend the incision in order to fully retrieve the tip of the dissector. The case then went on and was completed with no further incident.